Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000089-2007-xxxx. It was reported that 539 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.75mm, 80% stenosed, 60mm long portion of the mid left anterior descending artery (mid lad). The physician treated the lesion with predilatation and placement of two (2.75 x 32mm) taxus express 2 study stents with a 2mm overlap. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. Five hundred thirty nine days after the initial procedure, two taxus express2 stents were placed in the mid lad due to diffuse in-stent restenosis. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable. The event was discovered at the 2 year follow-up.